Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
It was reported that the display would not turn on completely and that the display was white. There was no patient involvement. The manufacturer's international service technician advised to replace the user interface and printed circuit board assembly. A new user interface was installed and the issue was resolved.